Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for poor separations with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for poor separations was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and two issues were identified.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had abnormal migration.